Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported during intraocular lens (iol) implant procedure, the surgeon noticed the haptic broke off, and upon removing it got stuck. The lens was explanted during initial procedure additional information has been requested.

Manufacturer narrative:
Additional information was provided in a.1., a.2., a.3., b.5., d.10., e.4. And h.6. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received stating that there was no patient harm and the patient symptoms had been resolved.